Manufacturer narrative:
H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: aortic expansion and endoleak.

Manufacturer narrative:
B3. Date of event: corrected date.

Manufacturer narrative:
UDI for the conformable gore® tag® thoracic endoprosthesis tge373720 /15170194: (B)(4). UDI for the conformable gore® tag® thoracic endoprosthesis tge343420 / 15276141: (B)(4). The review of the manufacturing records verified that the conformable gore® tag® thoracic endoprosthesis tge343410 / 15036747 involved in this event met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a maximum diameter measuring 65 mm and was therefore treated with three conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, magnetic resonance imaging (MRI) identified an aneurysm diameter of 58 mm and a type 1b endoleak. On (B)(6) 2018, MRI examination confirmed an aneurysm diameter of 63 mm and a type 1b endoleak.